Manufacturer narrative:
Additional information: h6: type of investigation. Additional information h11: a review of the event history log was performed however no event date was provided. The review showed no excessive alarms or programming errors. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "did not deliver medication" was reproduced while running a loaded set. The pump was showing that the infusion was running; however, the plunger driver did not move to deliver anything from the syringe. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the failed plunger driver assembly. The plunger driver assembly requires replacement to address the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump did not deliver medication during annual preventive maintenance. There was no patient involvement. No additional information is available.